Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 35 mg/dl and juice was consumed to address the bg level. The customer suspected the pump settings was the cause of the low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.